Manufacturer narrative:
Concomitant products: 694575 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the patient had an elective implantable cardioverter defibrillator (ICD) change. The patient returned with a massive hematoma. A 900 milliliters of dark blood was suctioned out of the pocket. The patient is a participant of the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.